Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection identified excess silicone (ma) on the lead's distal shocking coil. Depending on how much ma was on the coil while implanted, this could affect sensing and pacing, therefore, contributing to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
This report contains correction in section h6 evaluation conclusion codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted bunching of silicone medical adhesive (ma) on the distal shocking coils distal end. It was also noted that the shocking coil filars at the distal end were uneven and more compressed than expected. A review of the manufacturing records was performed, which verified that this lead met all required functional and dimensional specifications prior to distribution. Analysis review confirmed that the bunched medical adhesive was not present prior to distribution. The compressed coil filars on the distal end of the shocking coil along with the bunched medical adhesive suggests that this damage is the result of the explant process. The medical adhesive likely separated (pushed out) from between the coils and bunched when the lead was being pulled from the proximal end during the explant process. All electrical integrity measurements were normal during analysis, and it was concluded that the amount and location of the medical adhesive visible on the shocking coil would not have resulted in loss of capture. Laboratory testing and manufacturing records did not identify any product abnormalities that would have caused or contributed to the reported loss of capture while implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
This report contains correction in section h6 evaluation conclusion codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection identified excess silicone (ma) on the lead's distal shocking coil. Depending on how much ma was on the coil while implanted, this could affect sensing and pacing, therefore, contributing to the reported clinical observations.